Manufacturer narrative:
Investigation summary: it was reported by the medical professional, the plunger and the black gasket become disconnected when drawing. To aid in the investigation, one empty sample in a plastic bag with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. As this product is not designed to draw back, there is no specified testing for aspiration. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer is not using the product as intended. A device history record review was completed for provided material number 306547, lot number 1105711. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported when using the syr 10ml pump compatible saline 10ml fil the stopper separated from the plunger. The following information was provided by the initial reporter. The customer stated: "the plunger and the black gasket became disconnected when drawing off port."